Event description:
Septic ankle arthritis [arthritis infective]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a female pt, name and age not provided with osteoarthritis. The pt's medical history is significant for osteoarthritis. On an unspecified date, about 4-5 years ago, the pt initiated treatment with synvisc. The pt experienced septic ankle arthritis following the synvisc injection. The event of septic ankle arthritis is medically significant. The pt recovered and the hcp had seen the pt only once when she had already recovered. The hcp felt that the septic arthritis was due to the injection and not due to the synvisc itself. The pt wanted the hcp's advice regarding osteoarthritis treatment. No further info is available.

Manufacturer narrative:
Evaluation summary: on (B)(6) 2011, additional info was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.